Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the composix mesh (device 2). An additional supplemental emdr was submitted to represent the composix kugel patch (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2005 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of composix kugel patch (device1). Per op notes, "the defect was identified, adhesions were cleared, a composix kugel patch (device1) was placed into the defect and approximated to the undersurface of the abdominal wall and was secured with tacks." On (B)(6) 2006 - patient was diagnosed with small bowel obstruction and incarcerated ventral hernia with abdominal pain thereby underwent open repair with excision of composix kugel patch (device 1) and implant of composix mesh (device 2). Per op notes, "a vertical midline incision was made at the site of the previous scar, the hernia defects and the previously placed composix kugel patch (device 1) were identified. Device 1 was excised. The adhesions consisting of omentum were made free and identified a hernia in the left lower quadrant. The incarcerated hernia and small bowel were reduced; a composix mesh (device 2) was placed to repair both the left lower quadrant hernia and midline ventral hernia and was secured with sutures." On (B)(6) 2019 - patient was diagnosed with recurrent midline incisional hernia thereby underwent open repair with excision of composix mesh (device2) and implant of synthetic mesh. Per op notes, "a midline incision was made resecting all the old scar, adhesions of omentum and intestine to the anterior abdominal wall and interloop adhesions were removed. The old hernia sacs and the piece of mesh (composix mesh - device 2) were removed. A piece of synthetic mesh was placed into the retro rectus space and secured with sutures."